Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and shortness of breath. It was also reported that the right atrial (ra) lead exhibited an atrial lead position check. The ra lead remains in use. No further patient complications have been reported as a result of this event.